Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm monopolar handle 33cm damage to the insulation was confirmed visible dings and scratches were also seen throughout the shaft. The serial number on the product returned could not be confirmed due to a possible third party repair. The insulation is missing the etching which consist of lot number, part number, ce mark and us pat number. The serial number noted on the complaint record is (B)(4). The 5mm monopolar handle 33cm failed the insulation integrity test. The probable root cause could be normal wear and or mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.